Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through radiographic inspection. Evaluation is limited by only a single poor quality coronal CT image of the knee is submitted for review. The x-ray review performed reveals that there are apparent cracks within the femoral stem cement mantle and radiolucencies at femoral stem metal-cement interfaces, suggesting loosening of the femoral stem. There is a possible abscess/osteolysis cortex of the mid-distal femoral shaft. An osteolytic lesion of the proximal tibial subjacent to the lateral tibial tray is suspected. The device history records were reviewed and no deviations relevant to the reported event were identified. A complaint history search was performed and no actions are required. Loosening of the femoral stem and osteolysis around the tibial tray has been confirmed by x-ray review, however, it is unknown what caused loosening and osteolysis. The root cause of the reported event cannot be determined with the information provided.

Manufacturer narrative:
(B)(6) medical product: catalog #: 153986, finn rotating hinged knee modular tibial bearing, lot # 374460, catalog #: cp111012, finn rotating hinged knee femoral stem, lot # 399340, catalog #: cp111134, finn rotating hinged knee tibial base, lot # 137000, catalog #: 11-150826, biomet arcom all polyethylene button, lot # 863040, catalog #: 153861, finn rotating hinged knee lock pin, lot # 874840, catalog #: 153872, finn rotating hinged knee axle, lot # 837890, catalog #: 153865, finn rotating hinged knee yoke standard reinforced, lot # 642660, catalog #: 153851, finn rotating hinged knee tibial bushing, lot # 938960, catalog #: 153852, finn rotating hinged knee femoral bushing, lot # 587230. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06779, 06791, 06792, 06793, 06794, 06795, 06927, 06928 and 06929. Device remains implanted.

Event description:
It was reported that the patient had an initial knee arthroplasty on an unknown date and is being revised for unknown reasons on an unknown date.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.